Manufacturer narrative:
G2 country: japan. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a high impedance was measured during a recent outpatient check of an implantable neurostimulator (ins). It was stated that when measuring with electrode 0 as a reference that electrode 15 showed an impedance of over 40000 ohms. Conversely, an impedance of over 40000 ohms was also measured when measuring electrode 0 with electrode 15 as the reference. It was noted that there were no adverse events or further product problems experienced as a result of the impedance issue because it was not in use electrode. The cause of electrode pair 0-15 having an impedance greater than 40000 ohms was not determined. No actions or interventions were scheduled or performed to address the issue. The issue was stated to have been resolved as of 2024-11-14. No complications were reported or anticipated.